Manufacturer narrative:
Lead model 3093-33, lot#v523343, implanted: 2010 (B)(6), explanted: 2011 (B)(6), programmer model 3037, (B)(4).

Event description:
It was reported that the patient's dual neurostimulator systems were explanted and replaced with a single system due to continued retention and poor sensory responses. Multiple reprogrammings had been attempted from (B)(6) 2011 to (B)(6) 2011 and had resulted in poor or inappropriate sensory responses. See MFR report #3004209178-2012-00270 regarding the patient's other system.